Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right total knee arthroplasty on (B)(6) 2020 including patella resurfacing using competitor cement. The primary operation did not have any intraoperative issues. On (B)(6) 2023, the patient underwent a right knee revision for symptoms of joint instability, difficulty walking and pain. Intraoperatively the surgeon states both femoral and tibial components were loose at the implant to cement interface. The surgeon did require an impactor and mallet to remove both components. The tibial tray had also subsided medially. As the surgeon was removing the patellar component, he noted there was heterotopic bone laterally that was removed. Doi: (B)(6) 2020. Dor: (B)(6) 2023. Affected side: right knee.